Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms along with muscle stimulation and oversensing of noise that led to inappropriate shocks. It was noted that the noise was able to be reproduced with isometrics. The physician suspected a lead fracture. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The ICD remained in service with the new rv lead. No additional adverse patient effects were reported.